Event description:
It was reported that "patient presented with pain, surgeon ordered CT and discovered the tulip had popped off the patient's left s1 screw (xia 3 7.5x50mm). Revision surgery was performed by removing broken screw and the rod connecting to the l4 & 5 screws. Screw was replaced with a xia 3 8.5x50 screw."

Event description:
It was reported that "patient presented with pain, surgeon ordered CT and discovered the tulip had popped off the patient's left s1 screw (xia 3 7.5x50mm). Revision surgery was performed by removing broken screw and the rod connecting to the l4 and 5 screws. Screw was replaced with a xia 3 8.5x50 screw."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the received screw has a tulip disengaged from the bone screw. The tulip was received assembled with a part of a rod by xia 3 blocker. Some observations of the returned parts imply that no cross threading of the blocker and screw interface took place, excessive loads were applied to the screw during tightening or final tightening, and it was likely implanted at maximal or close to maximal angle. Functional inspection: not applicable. Device history review: no relevant deviations linked to the reported event were found during manufacturing. Tests on polyaxiality and on tulip non disengagement were done on entire batch as well as check of appearance and shape. Conclusion: at reception of the screw the reported event was confirmed. Upon visual inspection of the implant it was observed that the imprint left by a rod during tightening or final tightening is large, deep and situated at very extremity of the cylindrical part of the bone screw. These observations imply that an excessive load was applied during tightening. As follows from the review of complaints received previously for the same issue as well as findings of r&d engineers, over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip. No additional information about the patient (x-rays / patient height, weight, or postoperative physical activity) was received. In addition, the date of the initial surgery is unknown. In some cases physical conditions of the patient (i.e., obesity) can be an additional factor that leads to the construction failure before fusion.